Event description:
It was reported that the consumer experienced burning in his left eye when he inserted his contact lens. According to the consumer, there was a bit of residue of the solution still on the contact lenses and when he put the left contact lens into his eye. He took the lens out immediately as it was burning intensely, tried to rinse the eye, put eye drops in and then put another lens in. His eye immediately went red and started streaming. Following swimming that morning, his eye was still burning and painful. The consumer used several different eye drops without relief. The consumer was examined at the hospital and diagnosed with a chemical burn and given cortisone and antibiotics to prevent infection. The "cornea was still ok" . The following day, the consumer could not see anything but mist through that eye. The consumer was examined by an ophthalmologist. The doctor said that the cornea was completely burnt and prescribed more drops to treat it. The pain subsided and was gone by the next day. On day 3, the doctor said that the eye was healing and about 30% of the sight had returned. At the time of the consumer's report, only about 50% of the sight is back. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The lot number is unknown. Therefore, a manufacturing review cannot be performed. (B)(4).